Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This device event code has been addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00241.

Event description:
Allegedly patient had to be revised due to a broken head. Patient claimed no trauma.

Event description:
Allegedly patient had to be revised due to a broken head. Patient claimed no trauma.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product in spec when used. Use of device could not be determined.